Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to resolve the issue through troubleshooting, the details of troubleshooting steps performed are not available at this time. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted technical support requesting assistance. The customer reported that during endoscope tip cleaning, after re-engaging the endoscope, it was no longer flipping and the image orientation appeared inverted. The customer performed troubleshooting and was able to resolve the issue. The procedure was completing as planned with no reported injury.